Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04059. It was reported that patient¿s leads at s3 had migrated out of space. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the two leads were explanted and replaced with four new leads. Effective therapy was restored post operatively.